Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced after 51 months of implant time due to battery depletion. Dissatisfaction with regard to device longevity was expressed.